Event description:
The bronchovideoscope was returned to the service center with a report of blockage in the channel system. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the suction volume does not meet the standard value was found. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to blockage problem. The most probable cause of the complaint is the cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.